Manufacturer narrative:
(B)(4). S.w version 5.2a. Retainer ring = black. Customer returned pump for an alleged low battery life or low battery alert and low battery alert less than 1 week found on (B)(6) 2021. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 05:33:21.000 and (B)(6) 2021 05:33:40.000, (B)(6) 2021 19:05:55.000, (B)(6) 2021 19:01:27.000 to (B)(6) 2021 19:19:24.000 ,(B)(6) 2021 12:15:31.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 04:46:00.000 ,(B)(6) 2021 18:30:00.000 ,(B)(6) 2021 18:29:00.000, (B)(6) 2021 06:32:00.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:02:05.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:19:57.000 and (B)(6) 2021 19:20:05.000 and replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 12:15:00.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Low battery life or low battery alert and low battery alert less than 1 week confirmed. Low battery life or low battery alert and low battery alert less than 1 week, problem isolated on the pcba2.

Event description:
Information received by medtronic indicated that the insulin pump was received low battery alert and short battery life. No harm requiring medical intervention was reported. The device will be returned for analysis.